Manufacturer narrative:
Unit received with a critical pump error (open book error) and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with stained keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 8.4 mmol/l at the time of the incident. Customer will return device for analysis.